Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning triggered and the right ventricular lead had switched to unipolar possibly due to an inner lead insulation break. The lead was explanted and replaced. No patient complications were reported as a result of this event.